Event description:
It was reported that on (B)(6) 2009, the 2.75 x 8 mm promus stent was implanted in the distal left anterior descending (lad) artery. On (B)(6) 2012, it was found that the distal lad had 95% in-stent restenosis, which was treated with a non-abbott stent. On (B)(6) 2012, the patient presented with recurrent episodes of non-sustained ventricular tachycardia. The subject then received implantable cardioverter defibrillator shock and was hospitalized on the same day. Subsequently, the subject was referred for cardiac catheterization. On (B)(6) 2012 coronary angiography revealed that the lad had 50% focal in-stent restenosis in mid lad followed by 70% focal in-stent restenosis. There was 30-40% in-stent restenosis at very distal edge of stented area. The stenosis was treated with a cutting balloon from the mid lad extending to distal lad, with 0% residual stenosis. On (B)(6) 2012 the subject was discharged and the event was considered as recovering/resolving. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method; indication for use. The device was implanted in a restenosed previously stented lesion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Ventricular tachycardia and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.